Manufacturer narrative:
Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia with surgical repair. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only (B)(6) of pd patients develop hernia after the initiation of dialysis. It is also unknown if pd therapy exacerbated the hernia or contributed any complications during pd. Patients on pd are at risk of developing hernia due to increased stress on the abdominal muscles from the dialysate and the opening in the muscle created by the pd catheter placement. Although it is unknown if pd therapy itself contributed to the hernia or any patient symptoms, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called technical support for a draining slowly message during treatment with the liberty select cycler. The patient also reported recently undergoing a hernia repair surgery. Technical support followed up with the patient's pd registered nurse who confirmed that patient did have recent hernia repair and following surgery, it was reported that the catheter was in the correct position. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient called technical support for a draining slowly message during treatment with the liberty select cycler. The patient also reported recently undergoing a hernia repair surgery. Technical support followed up with the patient's pd registered nurse who confirmed that patient did have recent hernia repair and following surgery, it was reported that the catheter was in the correct position. Attempts to obtain additional information were unsuccessful.